Event description:
The pt had been experiencing abdominal pain form the time her essure devices were placed in (B)(6). Pt was initially treated with antibiotics, but pain continued and she requested that the devices be removed. Doctor removed the devices and performed a bilateral tubal ligation on (B)(6). Pathology findings were normal. Devices were found in correct position in fallopian tubes. Since pt had no prior history of pelvic pain, and her symptoms were completely relieved one month postoperative, physician felt that the essure devices were the most likely cause of her symptoms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.